Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a "pierced device". The device has been explanted. The affected side is right side.

Event description:
Healthcare professional reported a "pierced device". The device has been explanted and replaced. The affected side is right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening assessed, as surgical damage. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, 40 mm dark patch edge material inside gel device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a "pierced device". The device has been explanted. The affected side is right side.